Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced significant abdominal scar tissue due to prior surgeries on (B)(6) 2026 which caused hyperglycemia event. The high blood glucose was 321 mg/dl and treated by giving multiple meals. Patient experienced the symptoms of malaise at the time of event.